Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) nurse reported that on (B)(6) 2022 this patient on pd therapy had a peritonitis event. The patient¿s pd culture (obtained on (B)(6) 2022) grew the bacteria staphylococcus epidermis. It was reported the patient was receiving antibiotic therapy (unknown antibiotics) and is recovering from the peritonitis event. Additionally, the nurse states the patient was continuing pd therapy on baxter products as that is what the hospital utilizes. However, subsequently during the hospitalization it was discovered that he patient¿s pd catheter (not a fresenius product) is entangled in the patient¿s omentum. Per the nurse, the pd catheter (not a fresenius product) has stopped working. The patient remained in the hospital and no further information about the hospitalization was available. The patient¿s nurse stated there were no fluid leaks or issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) nurse reported that on (B)(6) 2022 this patient on pd therapy had a peritonitis event. The patient¿s pd culture (obtained on (B)(6) 2022) grew the bacteria staphylococcus epidermis. It was reported the patient was receiving antibiotic therapy (unknown antibiotics) and is recovering from the peritonitis event. Additionally, the nurse states the patient was continuing pd therapy on baxter products as that is what the hospital utilizes. However, subsequently during the hospitalization it was discovered that he patient¿s pd catheter (not a fresenius product) is entangled in the patient¿s omentum. Per the nurse, the pd catheter (not a fresenius product) has stopped working. The patient remained in the hospital and no further information about the hospitalization was available. The patient¿s nurse stated there were no fluid leaks or issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that on (B)(6) 2022 this patient on pd therapy had a peritonitis event. The patient¿s pd culture (obtained on (B)(6) 2022 grew the bacteria staphylococcus epidermis. It was reported the patient was receiving antibiotic therapy (unknown antibiotics) and is recovering from the peritonitis event. Additionally, the nurse states the patient was continuing pd therapy on baxter products as that is what the hospital utilizes. However, subsequently during the hospitalization it was discovered that he patient¿s pd catheter (not a fresenius product) is entangled in the patient¿s omentum. Per the nurse, the pd catheter (not a fresenius product) has stopped working. The patient remained in the hospital and no further information about the hospitalization was available. The patient¿s nurse stated there were no fluid leaks or issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.